Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4.0 lbs due to faulty force sensor resistor.

Event description:
The customer's grandmother reported via phone call that they received compromised force sensor system alarm during manual prime. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.